Manufacturer narrative:
Exemption number e2015058. Heartsine technologies ltd (manufacturer) is submitting the report on behalf of heartsine technologies llc (importer).

Event description:
There was no patient involved. Device switching on automatically.

Event description:
There was no patient involved. Device switching on automatically.

Manufacturer narrative:
The device history records for the sam 350p device and pad-pak were reviewed and this confirmed that all manufacturing and quality checks and test had been successfully completed. The sam 350p passed ¿out qat from heartsine technologies on the 17th january 2018. During the investigation, the green status led was flashing green along with an audible chirp. The red status led on the membrane was measured and found to have failed. This had resulted in a leakage current to beeper bp1. The fault could not be replicated when the red status led was removed from the membrane. This would confirm a current leakage across the component. The status leds are tested during h032-014-004 final unit test, the device successfully passed final unit test on the 17th january 2018. This would therefore indicate the component failed after dispatch from heartsine. Furthermore, the device was returned for switching on automatically. Devices returned for switching on automatically normally have symptoms including an excess current drain and multiple manual power ups, mainly of ten-minute duration recorded in the device history log. There were no 10 minute manual power ons recorded in the history log. The on/off circuity was verified during the investigation; therefore, it is assumed the device was returned due to the green led and chirp. It is the policy of heartsine not to refurbish devices which have been returned from the field, after investigation, therefore this device shall be scrapped and replaced with another device of the same model.